Event description:
Additional information was received that the shock impedance measurement continues to fluctuate and is intermittently high and out of range. At this time the clinic has opted to continue to monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Additional information was received that the shock impedance measurement continues to fluctuate and is intermittently high and out of range. At this time the clinic has opted to continue to monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 132 ohms for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Review of the trend data found that the shock impedance has fluctuated over the last year. Boston scientific technical services (ts) was consulted and discussed the options of increasing the remote monitoring alert, continuing to monitor the patient or bringing the patient in for defibrillation threshold (dft) test or commanded shock testing. At this time the physician to continue to monitor the patient via the remote home monitoring system and the patient was not brought into the office. The rv lead and crt-d remain in service and no adverse patient effects were reported.